Manufacturer narrative:
Reported issue of bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2017. According to the complainant, during the procedure, the bands were stuck together and would not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Only the ligator head was returned for analysis. A visual examination of the component found all bands were present with some bands were moved out of their positions. One of them was broken and caught under the other bands and another band was also caught under the other bands. The ligator head teeth were bent and broken. The suture was noted to be completely detached from the ligator head. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2017. According to the complainant, during the procedure, the bands were stuck together and would not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.